Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was having a discomfort in their private part and requesting someone to turn off their device. They also mentioned that the battery is dead and were experiencing electrical charges. On 2024-mar-04 the patient reported that for about 3 weeks they have been having trouble with their sciatic nerve mostly on their left side, and they noticed: at night a series of intense multiple charges that felt like an electrical charge in their pelvic floor, but they were sick at the same time so it did not take as much notice but they have had electric charge connected to their clitoris. A time went on they have gotten a little bit milder but they've been trying to use their equipment to turn therapy off but the equipment wasn't working. The handset screen was dark and they could not get it to light up at all. Worked with the patient to try all button presses and to unplug and replug the handset into power. They also tried removing and reinserting the battery pack but the issue was not resolved. A new handset was sent. The manufacturing representative was also contact about the situation and indicated they left a voicemail for the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked about the steps taken to resolve the issue, the hcp stated the patient was asked to turn off their device, but they have not been able to reach the patient to schedule a follow-up appointment. It was unknown if the issue has been resolved.